Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the reload was applied to the stomach, but the staples did not deploy and cut the tissue. The staples were observed being present in the cartridge. The blood loss did not exceed 500 cubic centimeters. Due to these issues, the duodenal switch procedure was aborted, and a sleeve gastrectomy was performed instead out of an abundance of caution. The surgical team resected and re-stapled the affected area to resolve the issue.

Manufacturer narrative:
Correction: h6 (imf 1907 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.